Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, a certified diabetes educator (cde) contacted animas to report that a female patient has been seen three times as a hospital inpatient, and once as an outpatient, since (B)(6) 2012, for hyperglycemia. The patient has not followed -up with the cde on an outpatient basis. The cde questioned if there may be a pump malfunction or a possible user error. This complaint is being reported based on the allegation that a patient on insulin pump therapy experienced hyperglycemic events requiring medical intervention, and because of an alleged non-specific pump malfunction.